Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl; cause was unknown. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained. Reportedly customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.